Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, concentric, 90% stenosed, de novo, distal circumflex artery the 2.5 x 8 mm xience alpine stent delivery system (sds) was positioned at the lesion but the balloon did not inflate to deploy the stent. The device was removed from the anatomy without reported issue; outside the anatomy inflation was attempted but the balloon did not inflate and a balloon rupture was suspected. A different 2.5 x 8 mm xience alpine stent was implanted without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.